Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day after the implant procedure, the implantable cardiac monitor (icm) was ejected from the patient's body. It was not known if the device was replaced. No patient complications have been reported as a result of this event.